Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customers mother reported via phone call that the they experienced hyperglycemia. The customer blood glucose level was 467mg/dl at the time of incident. Customer declined troubleshoot the insulin pump for the high blood glucose as they believes it is related to the site. The insulin pump will not be returned for analysis.